Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Other relevant history updated.(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was pre-dilated with a 2.5 mm balloon. Following this dilation the patient went into ventricular tachycardia and ventricular fibrillation. The patient was cardioverted twice resulting in sinus bradycardia. At the time of the adverse event, the patient was admitted with substernal chest pain radiating to his back. EKG revealed anterior st elevation myocardial infarction. Initial troponin and mb were negative and second set was positive for myocardial damage. Chest x-ray revealed no acute changes since previous exam. The mid left anterior descending (lad) artery had in-stent restenosis with 100% occlusion and timi 0 flow. The mid lad stent was re-dilated with a 3.0 mm balloon resulting in a non-flow limiting dissection distal to the stent. The dissection was covered with a 2.5 x 16 mm taxus liberte stent which was post-dilated resulting in 0% residual stenosis. The patient was discharged with antiplatelet therapy being reinstituted..

Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction and stent thrombosis. The target lesion was located in the mid left anterior descending (lad) artery with 100% stenoses and a possible thrombus present. The lesion was 20 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation and implanting of a 2.75 mm x 28 mm (B)(4) stent with 0% residual stenosis. The patient was discharged 2 days post procedure on aspirin and prasugrel. (B)(4) post index procedure the patient was admitted with chest pain and was diagnosed with a st elevation myocardial infarction. It was noted that the patient was noncompliant with the medications for the last several days. The patient was treated with medical therapy and cardiac catheterization was recommended. Coronary angiography revealed the lad was totally occluded at the site of the stent. A stent thrombosis with 100% stenosis was reported. The physician treated the mid lad with balloon angioplasty, and implanting a 2.5 x 16 mm (B)(4) stent and post dilatation with 0% residual stenosis. The patient was discharged the next day.

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction and stent thrombosis. The target lesion was located in the mid left anterior descending (lad) artery with 100% stenoses and a possible thrombus present. The lesion was 20 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation and implanting of a 2.75 mm x 28 mm taxus liberte stent with 0% residual stenosis. The patient was discharged 2 days post procedure on aspirin and prasugrel. 116 post index procedure the patient was admitted with chest pain and was diagnosed with a st elevation myocardial infarction. It was noted that the patient was noncompliant with the medications for the last several days. The patient was treated with medical therapy and cardiac catheterization was recommended. Coronary angiography revealed the lad was totally occluded at the site of the stent. A stent thrombosis with 100% stenosis was reported. The physician treated the mid lad with balloon angioplasty, and implanting a 2.5 x 16 mm taxus liberte stent and post dilatation with 0% residual stenosis. The patient was discharged the next day.